Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented during implant, noise, low sensitivity, intermittent sensing, high capture thresholds, and high impedance were noted on the right ventricular lead. The measurements were the same with new pacing cables. The physician completed the procedure using a new lead and the patient was stable following.